Event description:
The surgical intervention to address the issue was on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Patient¿s lead had migrated. As such, surgical intervention took place wherein one of the leads was repositioned and the other lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.